Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site for a separate event on the same instrument. The cse replaced the photomultiplier tube assay and wash manifold. The cse performed troubleshooting steps for the human chorionic gonadotropin event. The quality control (qc) was within range. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc found that the customer ran both the neat and diluted sample at the same time as per the customer's local procedure. The customer, as a result, was not able to verify if dilution was required. Hsc found that the initial ("uncorrected") results were above the dilution point. According to the setting, the over-dilution point was set to 5.0 miu/ml, therefore the system software is working as designed. The cause of the discordant, falsely elevated human chorionic gonadotropin results is human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin results were obtained on two patient samples on an advia centaur xp instrument. The customer repeated the same samples on the same instrument with dilution, resulting elevated. The customer stated the initial tests were run neat and repeat tests were run with dilution. The customer stated the repeat test results were not flagged for "over dilution" but should have been. The customer repeated the same samples on the same instrument again, neat, resulting similar to the initial neat results. The customer reported out the neat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated human chorionic gonadotropin results.